Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's parent that the customer had no delivery issues. Customer's blood glucose level was 201 mg/dl. Customer reported that the alarm was resolved by a complete set change. Customer would like to return the set and the reservoir for analysis. Customer reported that the alarm occurred during manual prime. Customer was not able to troubleshoot at the time of the call and was unable to determine the cause of the issue. No additional information provided.